Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that dib00 intraocular lens was explanted from patient's left eye in secondary surgical procedure as the patient was unhappy with the reading vision. Additional information revealed that the patient was experiencing dysphotopsias post operatively after the initial implant with dib00 lens. During the explant, dib00 lens of 24.5 diopter was replaced with zcb00 lens of 19 diopter. The patient was stable with resolved symptoms and no other surgical or medical interventions were required. No other information was provided.